Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported complaint could not be confirmed. At this time, from the description provided, a definitive root cause cannot be determined. Further, a review into the depuy synthes mitek complaints system revealed 2 dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2017-10559 and 1221934-2017-105560.

Event description:
The affiliate reported via email that after knee surgery, the patient is presenting infection near the area where the screws have been placed (infection - septic arthritis by enterobacter cloacae) and the surgeon wants to perform a scintigraphy exam. However, the surgeon wants to know if he can do a scintigraphy exam with the product that is placed, if it is possible to do that examination without damaging the patient or not? He needs to know if he can perform that exam with the product implanted, if it is indicated or not? And for how long he can perform this exam?